Event description:
Allergan aesthetics received additional information that the patient was treated on (B)(6) 2021.

Manufacturer narrative:
Additional information: a3, a4, a6, b5, and h6. Corrected data: d1, d3, and g1.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the right upper arm using the cooladvantage petite applicator and may have developed paradoxical adipose hyperplasia on the same area.